Event description:
The user facility reported this is the second occurrance with this device. The catheter is placed in good brain tissue and reading zero. The sales rep is not sure if there is a problem with the insertion technique or with the catheter itself. The sales rep is sending in one device that failed and one that is to be evaluated (has not been used). No pt injury was reported.